Event description:
One endeavor sprint rapid exchange (rx) and one endeavor sprint over the wire (otw) drug eluting stents were implanted in the 1st diagonal branch during the index procedure. It is reported that the patient suffered with stent thrombosis approximately 3 weeks post index procedure. Angiography showed stent thrombosis of study stent and a revascularization was carried out. (Ref MFR # 9612164-2011-01402 and 9612164-2011-01403).

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent thrombosis).